Manufacturer narrative:
This report is being submitted to relay additional information. The reported devices were not returned and the reported event was confirmed via x-ray. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specification and likely conforming when they left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. As per the rmf rm-002g3 rev 2, the potential causes for the reported event are customer error in surgical planning, and external patient factors leading to fracture like bruxism & clenching. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device requested but not received.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Fax number unknown / not provided. PMA/510(k) number not available. Device manufacture date not available.

Event description:
It was reported that a patient has a bridge with a fracture at the crest of the implant.